Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning due to breakage of the channel. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: because channel tube is crushed, the suction function does not work at all, due to a dent on channel tube, channel cleaning brush cannot insert smoothly, battery/card cover is sticky, and connecting tube has a buckling. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that it is unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that it is unknown if the facility flushed the air/water nozzle with water and air. The customer noted that the facility flushed air/water nozzle with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the airway mobilescope had a leak found from curved part during post use inspection. During inspection and evaluation, a foreign object came out of the forceps channel. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.